Event description:
It was reported that patient had scar tissue which led to bent cannula which led to hyperglycemia bg was 300 mg/dL and treated with Lantus and MDI on (b)(6) 2026.

Manufacturer narrative:
Initial 1 of 4.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.